Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
It was also reported that the patient developed an infection (pus) at the implant site and was treated with oral antibiotics (specific date and duration not reported). The infection is cleared.